Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a medical equipment company representative that upon interrogation of the status of the device, the battery longevity status bar was gray. The device was not used and there was no patient involvement.